Manufacturer narrative:
The customer did not supply patient demographics such as age, date of birth, sex or weight for any of the patients in this event. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer's laboratory to assess the instrument's performance. After extensive troubleshooting the fse discovered that there were bubbles in the wash pump. Bubbles in the system can lead to inadequate washing of patient samples which, in turn, can lead to elevated results in sandwich assays such as the access accutni+3 assay. The fse then decided to clean the wash valve and replace the wash valve seal. After the repairs were completed the fse was able to obtain two (2) passing precision tests. All other verification testing passed within published performance specifications. In conclusion, a hardware malfunction of the wash valve seal is the cause of the elevated, non-reproducible access accutni+3 results obtained. Bec internal identifier for this event is (B)(6). All mdrs associated with this event: 2122870-2016-00473, 2122870-2016-00474, 2122870-2016-00475, 2122870-2016-00480.

Event description:
The customer reported obtaining elevated, non-reproducible troponin I (access accutni+3) results for eight (8) patients on the laboratory's access 2 immunoassay system serial number (B)(4). This MDR will address the event for (B)(6) 2016 in which the customer experienced a hardware malfunction. Reanalysis of the patients' samples on the same access 2 immunoassay system produced similar elevated access accutni+3 results above the normal reference range of the assay. The customer then analyzed all of the patients' samples on an alternate unicel dxi 600 access immunoassay system and obtained lower access accutni+3 results within the assay's normal reference range with the exception of one (1) patient's sample which produced a lower, but still elevated access accutni+3 result. The initial elevated access accutni+3 results were released from the laboratory. There was a report of a change in patient management/treatment as at least (2) patients were admitted to the ICU. It is unknown which of the eight patients was admitted. MDR 2122870-2016-00473 and MDR 2122870-2016-00474 will address the events involving the patients that were admitted to the ICU. MDR 2122870-2016-00480 will address (B)(6) 2016 in which the customer experienced a malfunction. Assay quality controls (qc), calibrations and routine system checks were all performing within specifications at the time of the event. There were no reports of hardware errors, system flags or issues with other assays in conjunction with this event. The patients' samples were collected in 5 ml (milliliter) lithium heparin plasma tubes with gel separators which were centrifuged for three (3) minutes at 3,800 to 3,900 rpm (revolutions per minute). The customer noted that one sample appeared cloudy but could not clarify which sample that was. There were no additional reports of sample integrity issues in conjunction with this event. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance.